Manufacturer narrative:
Follow-up #1: date of submission 03/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/24/2017 with the following findings: during investigation the keypad cover was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no damage or contamination was found under the button contacts. The complaint of under responsive keypad buttons was not duplicated during testing. Unrelated to the original complaint, the following was found: the audio bolus button cover was missing and unable to be tested. There was physical damage, moisture and contamination observed on the audio bolus button contact; a crack was observed in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the buttons on the keypad were under responsive to user presses. The alleged issue could not be resolved with troubleshooting. It was reported that the user¿s blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The reporter also stated that the user¿s blood glucose (bg) readings were at or below 70 mg/dl; however, the reporter did not specify if the readings were below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. These alleged bg excursions do not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.